Event description:
It was reported that the user experienced hyperglycemia with blood glucose over 400 mg/dl for several hours while using an infusion set (6 mm, 23") without device alarms or observed leaks, and customer support advised an infusion set change and confirmed elevated glucose by fingerstick. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education regarding infusion set replacement and monitoring. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.